Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer had low blood glucose. The blood glucose at the time of the incident was 2.9 mmol/l. The customer was not using auto mode function at the time of the event. The customer stated that, the sensor glucose was 6 mmol/l and blood glucose was 7.5 mmol/l. The customer also declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.